Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "dislocation, subluxation, loosening, migration, screw back-out and/or fracture of the implants can occur due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, excessive range of motion, excessive activity and/or other factors. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a shoulder revision of competitor product on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain and humeral stem loosening. The humeral stem, proximal body, humeral bearing and humeral tray were removed and replaced.